Event description:
It was reported that the 8800 system would not boot up prior to a case. The procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cpu, hard drive, system interface board, and ps3 power supply were replaced during the service call. The system was tested and found to be working as intended, and put back into service.